Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board was replaced to address the issue. In addition of the above evaluation, the device's pollen filter was replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.